Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid arthroscope had a melted tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage was caused by a massive high frequency (hf) current flashover triggered by unintentional contact with other equipment or the distal ends constantly touching each other without tissue contact during the hf application. This led to a short circuit in the device. Olympus will continue to monitor field performance for this device.